Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the priming of the aquabeam handpiece, the aquabeam robotic system generated "e05 - console" and "e03 - console error" messages. The errors were cleared after disconnecting and reconnecting the aquabeam motorpack. During the treatment phase, "e02 - console error", "e03 - console error", and "e14 - console" error messages were generated by the aquabeam robotic system. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console and was returned for investigation of the reported event. Functional testing confirmed the reported "e14 - console error", which the investigation to have occurred due to an internal component failure. The aquabeam robotic system's treatment log files confirmed the reported "e03 - console error", "e05 - console error", and "e14 - console error". No occurrence of an "e02 - console error" was confirmed. The e03 and e05 errors are likely associated to the aquabeam handpiece used during the aquablation procedure; however, this device was not returned for investigation. The treatment log files confirmed that the aquablation procedure was aborted. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 22c00849 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual, um0104-00 rev. F aquabeam robotic system user manual states: table 5 system detected errors and faults "e02 - console error release foot pedal and click x. If error persists, turn off and turn on console." "E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." "E14 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause for the internal component failure was unable to be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.